Manufacturer narrative:
Following a review of the device history record for 06b22-8 all process and test criteria has been verified as complying with the permacol finished product specification. The investigation concluded satisfactory processing and packaging of tissue and resultant testing of product. There is no evidence to suggest any reason for potential product absorption, tension or sterility concerns. This was an extremely complicated case and placement of permacol under extreme tension (as described by the surgeon) has led to the tearing of implant away from one side resulting in the recurrent hernia. The patient has undergone further surgery and is described as doing as well as expected in this complicated case.

Event description:
It was reported that a female patient with downs syndrome, approximately 4 foot and 11 inches tall and weighing 300 pounds presented with an incarcerated hernia and loss of domain with approximately 50% of her bowel outside the abdominal wall. The patient did not have an infection. As reported by the surgeon, a 20cm x 30cm piece of permacol was implanted under extreme tension in an inlay, edge-to-edge fashion in 2007. Following the repair, the patient developed a hernia and on the following month, the patient was taken back into surgery where it was found that the permacol had torn away from one side. Some of the permacol was removed and the rest of the permacol was left intact on the other side. The repair was completed alloderm. The following week, the patient was returned to surgery to add more alloderm in a planned two stage approach to this case.